Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen or lioresal 500 mcg/ml 83.77 mcg/day via an implantable pump. The hcp was not certain which medication was in the pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2016. It was reported an alarm was heard due to an empty pump. The hcp planned to fill the pump with saline on (B)(6) 2016. The hcp attempted to fill the pump with saline but was unable to fill the pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.